Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer had low blood glucose level. The customer¿s blood glucose level was 53 mg/dl. The customer reported that the insulin pump received low battery alarm and after changing battery insulin pump received weak battery alarm and few different alarms. The customer reported that in afternoon insulin pump was completely blank, which was resolved after troubleshooting. The customer¿s blood glucose level was 200 mg/dl and current blood glucose level was 176 mg/dl. The customer performed self test and it passed. The insulin pump will not be returned for analysis.